Event description:
It was reported that the shock impedances of this right ventricular (rv) lead exhibited high, out of range measurements. The shock impedances have gradually increased to 200 ohms. Additionally, the related device delivered inappropriate anti-tachycardia pacing (atp) numerous times for ventricular tachycardia. The field also noted that the patient is receiving palliative care. Technical services (ts) were consulted for further review and recommendations. A ts consulted reviewed latitude (remote monitoring) data which showed that therapy to date has only been atp delivery with no shocks delivered. Further review showed that the sensing is appropriate with no noise/artefacts seen on the stored electrograms. The ts consultant further discussed that given the patient's clinical status and consideration for palliative care, the physician may elect to simply leave the current programming as is and continue monitoring. Under normal circumstances, ts would suggest consideration to assess the true shock impedance of the system. Such gradual rise in the shock impedances can be related to patient factors resulting in calcification/mineralization around the coil. This device remains implanted and in service. No adverse patient effects were reported.additional information: a request for additional details was submitted to the field. The field representative has reported that programming adjustments have been implemented, and the gradual increase in shock impedances is due to mineralization; therefore, no further action is necessary at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the shock impedances of this right ventricular (rv) lead exhibited high, out of range measurements. The shock impedances have gradually increased to 200 ohms. Additionally, the related device delivered inappropriate anti-tachycardia pacing (atp) numerous times for ventricular tachycardia. The field also noted that the patient is receiving palliative care. Technical services (ts) were consulted for further review and recommendations. A ts consulted reviewed latitude (remote monitoring) data which showed that therapy to date has only been atp delivery with no shocks delivered. Further review showed that the sensing is appropriate with no noise/artefacts seen on the stored electrograms. The ts consultant further discussed that given the patient's clinical status and consideration for palliative care, the physician may elect to simply leave the current programming as is and continue monitoring. Under normal circumstances, ts would suggest consideration to assess the true shock impedance of the system. Such gradual rise in the shock impedances can be related to patient factors resulting in calcification/mineralization around the coil. This device remains implanted and in service. No adverse patient effects were reported.